Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 94 mg/dl, 145 mg/dl, 105 mg/dl, 501 mg/dl, 96 mg/dl, 114 mg/dl and 191 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs strips continue to be safe, effective, and perform as intended in the field. Stability data for fs strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and fs lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report for the supplemental report MFR # 2954323-2022-37460 section h10 has been updated to correct the investigation summary.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 94 mg/dl, 145 mg/dl, 105 mg/dl, 501 mg/dl, 96 mg/dl, 114 mg/dl and 191 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 94 mg/dl, 145 mg/dl, 105 mg/dl, 501 mg/dl, 96 mg/dl, 114 mg/dl and 191 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Dhrs for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.the serial number customer provided at the time of the call (dcgy187-m1723) was deemed invalid at the time the extended investigation was performed. Therefore d4 has been updated to unk.